Event description:
Patient presented with low impedance. The patient was referred for a replacement /revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent a full revision (generator and lead) surgery. The explanted products have not been received by product analysis to date.